Event description:
According to the reporter: procedure: removal of staples for split skin graft 2:1 mesh and dressing. Staple remover causes excess trauma and pain upon removal. Sharp edges cause pain and bleeding. Patient required further pain relief to complete the task. The device operator recently made a switch from the appose staple remover to the premium. Four-five hundred ml of blood was lost. Removal of staples for split skin graft 2: 1 mesh and dressing. There was unanticipated tissue loss as a result of this problem. There was tissue damage as a result of this problem. Patient was treated with fibrin impregnated dressings and 2 x unites of blood transfusion. Patient healed and was discharged. Surgical time was extended by more than 30 minutes due to the product problem.

Manufacturer narrative:
(B)(4).